Event description:
It was reported that during a ptca procedure, the maverick2 monorail 15x3.0 mm balloon ruptured at 14 atms on the first inflation. The lesion being treated was a 100% stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. A 7f medikit introducer sheath, a runthrough guide wire, and a 7f bright tip guide catheter were also used in this case. No pt injuries or complications were reported.